Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during routine testing, the subject device tested positive three times for microbial contamination. On june 25, 2022, the scope tested positive for 1-9 colony forming units (cfus) of coagulase-positive staphylococci. On (B)(6) 2022, the scope tested positive for 1-9 cfus of coagulase-negative staphylococci. On (B)(6) 2022, the scope tested positive for 1-9 cfus of coagulase-negative staphylococci. The user facility did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause. Additional information regarding the customer's cleaning, disinfection, and sterilization processes have been requested. At this time, the information has not been provided.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the investigation is in process. During inspection and testing, service found there was a deep cut on the light guide tube, and the adhesive on the bending section cover was detached. The insertion pipe, and the control section was deformed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.